Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from germany stating that the filter wheel of a m530 ohx had jammed during a surgical procedure. There was no patient injury. The procedure was completed successfully.

Manufacturer narrative:
This is a final report. An investigation was conducted on the returned parts (illumination controller board / connector board / lamp assembly). Checked the condition of the returned parts, they were physically in good condition. Tested the functionality of white, fl800, fl400 and fl560 filters. Observed that all the filters were working fine without any abnormal noise and no errors were detected. The lamp assembly was set up in one of the production testers, and no issues were found. It was concluded that all returned parts were working in accordance to specifications. The filter wheel was sent to the supplier for further investigation. The supplier's findings: the filter wheel rotated to the correct position when operating the tester knob. No defect was found during the functional check. A review of the manufacturing and service records did not show anything that could explain the reported complaint. A review of the complaint statistics did not indicate an adverse trend. Fse replaced the illumination controller board, connector board and lamp assembly. The system is fully functional. Correction: UDI / gudid related data quality updates only.